Manufacturer narrative:
Unit passed the displacement test and self test. Pump successfully downloaded traces and history files using thump. No unexpected pump error 4, pump error 14, pump error 23 or pump error 15 alarms noted during testing, however, pump error 15 (file number = 38; line number = 442) found in pump history/trace files on 09/13/2025 09:11:08.000. Pump error 23 confirmed in the pump history/trace files on 09/13/2025 09:11:10.000. Pump error 4 (file number = 32122; line number = 2690) confirmed in the history/trace files on 09/13/2025 09:11:08.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails and serial number label missing. Pump error 14 was not confirmed. Unexpected pump error 23 alarms confirmed in the pump history/trace files on 09/13/2025 09:11:10.000 as a result of an unexpected restart caused by pump error 15 alarm and pump error 4 (file number = 32122; line number = 2690) was a consequence of pump error 15. Pump error 4 and pump error 15 (file number = 38; line number = 442) alarms confirmed in the pump history/trace files on 09/13/2025 09:11:08.000 due to suspected hardware error as per global logic analysis (esf #3764385). Problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23(post-reset ram crc alarm), pump error 15(the critical block and inverse critical block did not add to zero), pump error 4(the motor arm cannot communicate with the main arm) and pump error 14(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear error 15 and rewind the pump. Pump passed the self test. Customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.